Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was sticking out. The customer¿s blood glucose was high of 512 mg/dl and they treated with 20 units insulin. Customer's blood glucose was generally remain over 250 mg/dl. Customer remeasured his blood glucose and it was 210 mg/dl. Troubleshooting was done. Customer reported they performed self test and it was passed. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.